Manufacturer narrative:
The limited available info is not sufficient to support that there was a health risk. In abundant caution, we will report this issue. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that there was no audible alarm sound from the monitor, but there were visual indicators of an alarm. There was no report of pt harm as a result of this issue.